Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would stop prematurely in the middle of a bolus. Customer declined to upload pump data for tandem technical support review and did not provide further information. Reportedly, customer discussed event with a clinical diabetes specialist.